Event description:
During a stroke carotid stent placement the physician stated the device is quite stiff to navigate. The deployment systems takes alot of force to deploy the stent. The proximal end of the stent is very hard to visualize within the deployment system prior to deployment. The physician could not see the stent well, and although the stent deployed, it did not deploy where he wanted. He had to used a competitors stent. No patient harm reported.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a clinical case imaging review. The device was not returned for analysis. A root cause for the difficult deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During a stroke carotid stent placement the physician stated the device is quite stiff to navigate. The deployment systems takes a lot of force to deploy the stent. The proximal end of the stent is very hard to visualize within the deployment system prior to deployment. The physician could not see the stent well, and although the stent deployed, it did not deploy where he wanted. He had to used a competitor's stent. No patient harm reported.